Manufacturer narrative:
It was reported that the user experienced elevated blood glucose after the ilet failed to power on, repeatedly shut down after partially starting up, and could not maintain charge despite multiple charging attempts. Because the device remained unresponsive, the user transitioned to multiple daily injections and was subsequently hospitalized for management of hyperglycemia; no device malfunction has yet been confirmed, and the device will be returned for evaluation. A follow-up MDR will be submitted if additional information becomes available after device analysis.

Event description:
On 26-nov-2025 the user reported that on (B)(6) 2025, they experienced hyperglycemia with a bg of 420 mg/dl. The user awoke to find the ilet unresponsive and attempted to charge and restart the device before switching to multiple daily injections. The user was transported to the hospital where insulin and intravenous fluids were administered, and the user was discharged on (B)(6) 2025.